Manufacturer narrative:
(B)(4). The medtronic field service engineer (fse) evaluated the ventilator and was unable to duplicate the malfunction or find any error codes in the logs. The unit passed all tests , calibrations, and was found to be operating within manufacturing specifications. The customer will run the ventilator on test lung for 72 hours prior and return the unit to patient use.

Event description:
It was reported that the ventilator graphic user interface (gui) display became black. Although requested, it is unknown if there was patient involvement.